Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, applicable manufacturing records, and labeling. Based on a review of this information, the following was concluded: the complaint of a bend in the 3cg stylet was confirmed, but the exact cause could not be determined from the returned sample. One 3cg stylet was returned for investigation. The PICC was not returned for investigation. The core wire was kinked at the proximal end of the septum on the t-lock extension set. The yellow tab was positioned 20cm from the proximal end of the septum on the t-lock extension set. The polyimide tubing had a slight curve to it along its length. The polyimide tubing was bent 8mm and 11mm from the distal tip of the stylet. The polyimide tubing and core wire exhibited deformation at each bend site. A microscopic examination revealed that the polyimide tubing was intact. The bends in the polyimide tubing were positioned between three adjacent magnets. It was reported that the stylet bent during use. Due to the condition of the stylet, it is possible that the stylet was damaged during insertion or from handling prior to insertion; however, the exact cause of the damage and could not be determined. The IFU for the 3cg stylet states, ¿ensure that the stylet tip does not extend beyond the trimmed end of the catheter. Extension of the stylet tip beyond the catheter end, combined with kinking and excessive forces, may result in vessel damage, stylet damage, difficult removal, stylet tip separation, potential embolism and risk of patient injury.¿ a lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that during PICC line insertion, the 3cg wire came back bent in 2 spots at the tip when pulled back after meeting central resistance. Attempted advancing PICC with 3 cg wire approximately 2-3 times. Assessed the wire and found it bent. Asked for new 3 cg wire for the rest of the procedure as integrity compromised and did not want to continue using it. Second 3 cg wire used for another attempt to get PICC central. Some resistance felt again. Removed and assessed the wire after resistance met and unable to position PICC centrally and noted this wire to have a bend to it as well. Decision made to abort procedure. On 7/10/2019 - the returned sample had two kinks. The returned wire was the second wire used. This report addresses the second wire.